Event description:
Complainant alleged that during functional testing, the device displayed a "check pads" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to the electrode receptacle connector not being properly seated. The customer received a replacement device to resolve the report. Analysis of reports of this type has not identified an increase in trend.